Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: according to the information provided, the patient experienced stinging sensation around the nipple, right implant feels smaller than other, has to wear a sports bra to keep breast in place, sharp pain on right breast and has a popping sensation about six to seven years ago. Since the product was not returned for analysis, no product failure analysis can be conducted. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative bilateral breast pain, bilateral paresthesia, and breast asymmetry. The patient reported that her right breast implant felt smaller than her left implant. The patient had not consulted a medical professional to confirm the diagnosis. At the time of this report, mentor has received no information regarding explanation or an expected explantation date. This report is for the patient¿s right-sided device.